Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to fluoroscopy. Review of the system log file showed that the ups (uninterrupted power supply) had errors indicating power failure. As part of the troubleshooting process, fse checked the system and concluded that cause of the issue was battery backup, and it was not configured properly due to which the system was shutdown. Fse informed the customer to contact the schneider for service. To resolve the issue, ups was replaced by the schneider. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that an error message indicated that the azurion device was unable to fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.